Manufacturer narrative:
The information provided in the complaint is unclear. Customer was contacted asking for clarification and for follow up on returned samples. A follow up will be submitted when a response from the customer is received and/or product is received and evaluated.

Event description:
Customer has reported that the filter runs after airing empty. No patient injury reported.